Event description:
Customer reported that touchscreen was unresponsive at times. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.